Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used. It was reported that the suture rupture/breakage occurred there were no patient consequences reported.